Event description:
Patient, seeking medical care for non-inspire related health problems at a non-inspire affiliated hospital, presented to the physician with a crusty chest incision and exposed ipg during the physical exam. Cardiac thoracic surgeon brought the patient into the or, removed the ipg, and buried the leads.